Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to a heart attack. The customer was wearing the insulin pump at the time of death. On the day of the event, the customer's blood glucose levels were over 400 mg/dl. The customer had changed his infusion set the day prior to the event. The reporter stated that when the customer went to bolus, the insulin pump was in the prime screen, so the manual prime may not have been completed. Nothing further was reported.